Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor - service code(s)/wrench code(s)) was confirmed. Upon investigation the monitor was unable to fully power on. The cause for the failure was isolated to a defective sd card. The root cause for the defective sd card could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.